Manufacturer narrative:
Analysis summary: the reported type a dissection was confirmed on the films provided; however, the cause of the event could not be determined. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy. Post-implant CT¿s were not available for review and the stent graft in-vivo configuration could not be evaluated. It is likely that the patients anatomy may have contributed to the patients type a dissection. Although no clear stent graft issues were observed near the start of the dissection, it is possible that the interaction of the stent grafts implanted into a patient with a type b dissection thoracic may have been a factor in occurrence of the type a dissection. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B:5 corrected- valiant navion stent grafts were implanted in the endovascular treatment if a >300mm thoracic aortic dissection. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: vnmf2828c174tu, serial/lot #: (B)(4), ubd: 28-aug-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant captivia stent grafts were implanted in the endovascular treatment of a >300mm thoracic aortic dissection. It was reported that the patient presented 31 days later, with symptoms of increasing chest pain and dizziness. A cta performed showed a type a dissection. Intervention was performed the next day, the patient underwent a hemi-arch replacement surgical procedure. As per the physician the cause of the event was anatomy and reported an unstable aorta. No additional clinical sequelae were provided and the patient is fine.